Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 2 days. No unexpected battery power loss anomaly or blank display noted. No motor error alarm noted during testing. Device had intermittent button response on the on the act button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. The test p-cap and reservoir does lock in place in the reservoir compartment. During visual inspection, the electronic assembly and the motor had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level as well as diabetic ketoacidosis and insulin pump had battery out limit and button error alarm. Blood glucose level of the customer when admitted to the hospital was 34 mg/dl. The customer was treated with the food for low blood glucose level. The customer was assisted with the troubleshooting. It was also stated that the insulin fell on the insulin pump. The customer stated that they were off the insulin pump. Customer was not alleging insulin pump for over delivering. Customer stated that the buttons were not responding. Customer stated that the time was advancing. The customer stated that the drive support cap was normal. The insulin pump will be returned for the analysis. Frn-mmt-332a,unomed inf set.